Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted during testing. The device had cracked case at the display window corners, cracked battery tube threads, minor scratches on the lcd window, and stained end cap sticker.

Event description:
Customer reported via phone call, the insulin pump had alarmed button error and the button weren't responding. Customer replaced the battery and it wouldn't respond then five to ten minutes later it started to work. Customer's blood glucose was unknown. Customer didn't recall any significant event which may have cause the device to alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for further analysis.